Event description:
It was reported during routine device change out due to normal eri, low sensing and high threshold were observed. Fluoroscopy revealed externalized conductor. Lead was capped. Patient condition after the event was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.